Manufacturer narrative:
MFR received date: 10aug2019. Date of report: 01oct2019. A cracked solder resulted in loss of 35v rail and intermittent shutdown. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that unit stopped during patient use. Unit was in patient use during reported issue. No patient harm or injury was reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit stopped during patient use. Unit was in patient use during reported issue. No patient harm or injury was reported.

Manufacturer narrative:
Date received by manufacturer: 09may2019. Date of report: 06jun2019. Unit was in patient use at the time of the reported issue. Nurse was present in the room. Nurse switched patient to same type of unit. No patient harm was reported by the facility. Manufacturer's product support engineer (pse) evaluated the unit and confirmed the reported issue. Pse reviewed the unit's diagnostic log and found the following errors: 35volt supply failed, auxiliary alarm supply failed, backup alarm failed, and alarm led failed. Pse replaced the unit's power management board to resolve the reported issue. Unit was tested and passed. Unit ready for service. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.